Event description:
The 7200 ventilator alarmed "apnea". Pt appeared in distress. Repsiratory therapist could not remedy the situation (pt had a/c selected for mode). The pt was bagged and the ventilator changed out. The pt tolerated bagging and change out well. Biomed notified via occurrence report.